Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned catheter sample, and image provided confirmed the alleged expansion issue. The silicone brake of the inner catheter which is under the stent was found shifted to distal which indicated that the stent adhered to the brake leading to breakaway, and shifting upon removal. The hour glass like deformation on the stent in the area of the silicone cushion also confirmed the alleged expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. The reported placement in renal vein represents an off label use of the device. Based on the instructions for use supplied with this product the venovo venous stent system is indicated for treatment of symptomatic iliofemoral venous outflow obstruction. H10: d4 (expiry date: 09/2022), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.